Event description:
It was reported that during an unknown procedure, the device would not fire. It clamps down, but did not cut. Did not specify whether it occurred on first firing or not. Case completed with new device of same product code with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was rec'd in good visual condition with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was non-functional due to the firing mechanism being damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. No functional test could be performed due to the condition of the device.